Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was exposed to extreme temperatures. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.